Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history showed call service 064 alarms occurring during the prime step. During testing, the pump performed the rewind, load, and prime steps successfully. The pump was exercised for 24 hours without alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a multiple call service alarms (cs 064). The reporter indicated that the infusion set tubing and the insulin cartridge were replaced and the pump was rebooted without resolving the call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.